Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the consultation was requested following the appearance, during the administration of therapy, of pain in the arm and redness at the site of insertion of the central venous catheter. The patient had a PICC catheter implanted on april 10 and has already undergone several cycles of therapy through the same catheter without any previous reports of complications. Check-ups were performed weekly, as expected, to prevent infection and verify the proper functioning of the device. Following today's clinical evaluation, a vascular ultrasound was performed to check the condition of the catheter and the vessel. The investigation revealed alterations that made it necessary to remove the catheter. Visual examination of the removed device revealed a 5 cm rupture of the catheter.

Event description:
Additional information on 07/14: very kindly, the drug infused was cetuximab, the patient had pain in his arm and redness at the insertion site of the central venous catheter. The patient had implanted a PICC catheter on (B)(6) 2024 and had already undergone multiple cycles of therapy through the same without previous reports of complications. The control dressings had been performed on a weekly basis, as planned, for the prevention of infections and to verify the correct functioning of the device. Following clinical evaluation, a vascular ultrasound was performed to check the status of the catheter and vessel. The investigation had shown such alterations that it was necessary to remove the catheter. On visual examination of the removed device, a rupture of the catheter at 9 cm was found. After removal, a midline peripheral venous catheter was placed to continue the therapy, which had been delayed by about 1 hour.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Two photographs of a 4fr powerpicc solo were returned for evaluation. An initial visual observation of the photographs showed a split in the catheter tubing around the 5cm depth marking. Use residue was observed on the device. The details of the split could not be discerned from the returned photos. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Two photographs of a 4fr powerpicc solo were returned for evaluation. An initial visual observation of the photographs showed a split in the catheter tubing around the 5cm depth marking. Use residue was observed on the device. The details of the split could not be discerned from the returned photos. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2025-04784 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2025-04748 and 3006260740-2025-05348.